Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and upon turning pump back on, touchscreen was unresponsive. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 160 mg/dl.